Manufacturer narrative:
Correction: g4-(PMA/510(k) #) updated to (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 885112 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 885112 and device part number 195-430wjr/lot 885112. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 885112 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however it could have possibly been related to the patient sample.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test using nasal sample performed on (B)(6) 2024. Initial testing was performed on (B)(6) 2024 using unknown brand with unknown sample type which generated positive result. The consumer reported experiencing symptoms such as congestions, cough, fever and sore throat. The consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
Correction: b3 updated to (B)(6) 2024 instead of (B)(6) 2024 from MFR # 1221359-2024-00696-01. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 885112 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 885112 and device part number 195-430wjr/lot 885112. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 885112 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however it could have possibly been related to the patient sample.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test using nasal sample performed on (B)(6)2024. Initial testing was performed on (B)(6) 2024 using unknown brand with unknown sample type which generated positive result. The consumer reported experiencing symptoms such as congestions, cough, fever and sore throat. The consumer confirmed there was no harm due to the test results.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test using nasal sample performed on (B)(6) 2024. Initial testing was performed on (B)(6)2024 using unknown brand with unknown sample type which generated positive result. The consumer reported experiencing symptoms such as congestions, cough, fever and sore throat. The consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
The brand of the test taken on (B)(6) 2024 generating positive result is unknown. Attempts to obtain the brand of test have been unsuccessful, therefore, it is being reported as a binaxnow self-test out of caution. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.